Event description:
It was reported that the customer received a compromised force sensor system alarm that they were unable to clear by pressing the esc and act buttons. The customer's blood glucose was unknown. The customer stated that they used the energizer alkaline battery. The customer had discontinued use of the insulin pump and reverted to manual injections until the replacement insulin pump arrived. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to confirm the compromised force sensor system alarm due to the motor error alarm. The pump passed the displacement, self test, and unexpected restart error test. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a broken belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, a missing end cap sticker, and minor scratches on the display window.